Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with 1.2 micron filter had a malfunctioning air filter. The reporter stated that the white membrane within the filter began to buckle and then large, irregular-shaped air bubbles appeared within the filter. This occurred during priming. There was no patient involvement. No additional information is available.